Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported a rod was loosening from screw head postoperatively, a reoperation was necessary. The surgeon confirmed that the event was due to the locking caps not being correctly locked during the initial surgery. This report is for a universal reduction screw system the quantity, part and lot number of locking cap(s) is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for a universal reduction screw system the quantity, part and lot number of locking cap(s) is unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.